Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that, after approximately 3 months of support, the pt expired due to complications post device thrombus.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The explanted pump was not returned to the manufacturer for analysis; however, a photograph provided by the hospital from the time of explant revealed a laminated thrombus formation surrounding the rotor's bearing ball. Additionally, the bearing cup from the distal side of the inlet stator appeared to have pulled out of its bore upon disassembly. Specific details regarding the origin, denaturation and adherence of the photographed deposition could not conclusively be established via photograph. The manufacturer¿s investigation could not conclusively determine a correlation between the reported event, the patient outcome and the photograph provided. The device¿s approved labeling however lists device thrombosis as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.